Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 19 occurred during the load process. The customer reported a blood glucose (bg) level of 89 mg/dl for this event. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. Additionally, it was reported that the customer woke up with a bg level of 55 mg/dl. Reportedly, the customer was working with a healthcare provider to adjust the basal rate.